Event description:
The customer from the netherlands reported that hematoxylin was leaking on the reagent plate. Few controls were weaker. All patient samples were good. The field service engineer inspected the instrument and replaced the syringe and stopcock which resolved this malfunction. The instrument is fully operational, within specification, and ready for the user. Diagnostics were not altered. No harm or patient impact was indicated.

Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.